Event description:
Patient had tortuous iliacs bilaterally. When sensor delivery system was inserted, physician met resistance. Upon removal, it was found that the dilator tip detached from the catheter body. A snare was used to retrieve the tip. Patient did not suffer any subsequent injury.